Event description:
It was reported that a patient presented in the clinic after receiving a shock. Upon interrogation, aborted shocks and possible hv lead issue was noted. The device recorded a vf episode, which delivered one shock and registered output circuit damage. Low hv lead impedance was detected during the shock. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 22.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.